Manufacturer narrative:
Animas rec'd the pump involved with this complaint and obtained the following investigation results: the pump history download verified the power interruptions and found loss of prime warnings with a non zero force. The pump was returned with a cracked battery compartment and stripped battery cap threads. The battery compartment was unable to tightly secure to pump due to crack and stripped threads. Power loss was duplicated due to cap detaching. An unreported issue was discovered during investigation: the keypad was peeling and the keypad was not activating the desired pump's function due to adhesive found under all key contacts. This type of malfunction will not contribute to a serious injury since the physical damage to the keypad is visible to the user and should warn the user to discontinue the use of the pump. The keypad was repaired in order to program the pump for testing. A load step malfunction was noted: the piston continued to dispense fluid and alarmed "no cartridge detected." The pump failed the force sensor calibration test and the force sensor resistance was above specifications. In conclusion, the investigation confirmed the cracked casing and discovered the keypad and force sensor defect.

Event description:
On (B)(6) 2011 morning, the pt found out that her pump would not turn on. She thought, the battery died; however, she discovered that the battery cap was loose and there was a crack in the pump's casing. She claimed, her blood glucose that morning was 345 mg/dl and she was feeling nauseated and had a headache. The pt administered self-treatment with insulin and did not report any other forms of treatment. This complaint is being reported because, the pt allegedly obtained a 345 mg/dl with symptoms after discovering a power issue with her pump. A replacement pump was sent to the pt.